Event description:
On (B)(6) 2025, the user reported seeing air bubbles and a gap at the bottom of the cartridge while filling it. The agent advised methods to remove the bubbles and recommended using a new cartridge due to possible membrane compromise. The user successfully filled a new cartridge and resumed insulin delivery without further issues. Blood glucose (bg) was unaffected. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.